Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone; however, the basket failed to open after crushing the stone. Subsequently, a different device was required to help crush and remove the stone from the basket. Once the stone was crushed, the basket was simply pulled out from the patient. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.